Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited high threshold measurements and an increase of 600 ohms in impedance measurements. It was also noted the that patient experienced pain with pacing. A micro perforation was suspected, but not confirmed the lead was successfully repositioned.

Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced less than one month later. No additional adverse patient effects were reported.